Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touchscreen unreadable and touchscreen unresponsive issue was verified, but the touchscreen cracked/shattered/scratched issue could not be verified.

Event description:
It was reported that the pump touch screen was cracked, unreadable, and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.